Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed a21 error test, self-test, rewind test, displacement test, prime/a33 test and excessive no delivery test. Unit had minor scratched lcd window, cracked battery tube threads and missing o-ring reservoir tube.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged. Customer stated that the o-ring was coming out. Blood glucose level at the time of the incident was 189 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.